Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, the patient came into the clinic and was happy with his vision. He deferred the iol exchange.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, a planned explant was performed due to the patient's complaints of blurred visual acuity and difficulty with night driving caused by glare. The patient was treated with cycloplegics and mydriatics. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).